Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) due to low pacing impedance. It was noted that the impedance returned to be within an acceptable range with no action required. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.